Event description:
Report rec'd of an under-delivery of chemotherapy. The rate of the infusion or what chemotherapeutic drug was infusing was not known. There was no reported pt injury or adverse event as a result of the reported under-delivery. Though requested, there was no further info available.